Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues arise again.